Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Without a lot number the device history records review could not be completed. The manufacture date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hand surgery procedure on (B)(6) 2018, the tip of the cannulated stardrive screwdriver shaft broke. It was noted that the screw was torqued too much which caused the breakage. There was no patient consequence reported and no surgical delay since there was another device on hand. The tip of the screwdriver was retrieved from the patient. The procedure was completed successfully. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 03.226.004; lot: l167046; manufacturing site: bettlach; release to warehouse date: december 23, 2016. The device history record shows this lot of 100 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Used raw material 5195442 (1.4123) lot 9005153 could be identified. The measured hardness was documented during manufacturing process and was within specified tolerance. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: the implant was received with the reported condition of ¿broken (2+ pieces). Intraoperatively : rm¿ . The following investigation flow was performed: broken: the returned instrument was examined and was found broken at the distal tip; approximately a fragment (0.23-2.23 mm in length, ca215p) has sheared off and was not returned. The balance of the device is in fair condition. The received condition does agree with the complaint description. The complaint condition of broken was confirmed. The cause of the issue could not be definitively traced to use error, misuse/abuse, non-compliance, postoperative trauma. Dimensional inspection was performed based on device drawings. Feature specifications per drawings: outer diameter; ø2.4+0/-.05 mm; calipers (ca215): diameter: 2.42 mm. The measured dimension was found to be within the given specifications per the drawings referenced above. A device history review, was performed for the returned instrument¿s lot number and no material review reports (mrrs), nonconformance records (ncrs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing and the drawing revision at the time of manufacture was performed was done and no issues were identified. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example lateral stress, has caused the breakage. Used raw material 5195442 (1.4123) lot 9005153 could be identified. The measured hardness was documented during manufacturing process and was within specified tolerance. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.